Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not able to be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The display was replaced as a precaution. The unit operates to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per log analysis on 27-feb-2018, the issue occurred on (B)(6) 2017, but there were no log entries from that date. The pump was used on (B)(6) 2017. There was no indication of a problem in the log.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2017, the local display on the roller pump on the base of their heart lung machine (hlm) went blank. The roller pump was in the sucker position. The sucker flow information was displayed and controlled from the central control monitor (ccm) without any problem. The local flow knob was also available for the user to use during this period of the procedure. The team opted to not change out the roller pump until after the discontinuation of cpb. The incident did not delay the continuation of the surgical procedure, and there was no blood loss or harm associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to operate as intended with no display failures noted.